Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had been hospitalized with hyperglycemia. The patient's blood glucose levels reached 1,200 mg/dl while wearing the pod. Symptoms reported include vomiting, difficulty moving, disorientation and confusion. The patient reports their controller screen was blue and the controller would not turn on. Once at the hospital the patient had lab work performed. The patient was treated with intravenous fluids and an insulin drip. In addition the patient was treated with a broad spectrum antibiotic and a blood thinner. The patient remains in the hospital intensive care unit at the time of this call.